Event description:
Rn of home pt reported leak with a transfer set. Per rn home pt reported set had been leaking at the clamp for "approximately one month". Rn reported transfer set was changed with no home pt injury or medical intervention required.